Event description:
The bur was released from the handpiece unexpectedly during a procedure on a patient's tooth and landed at the back of the patient's throat. The bur was recovered by the doctor and the patient was not affected. The dental office could not identify which one of two possible handpieces this happened with so a report will be made for both. This is report # 1 of 2. Reference 2023-00002 for second report.